Manufacturer narrative:
Analysis was able to confirm the external pulse generator (epg) would not power on. The main printed circuit board (pcb) was out of electrical specification due to contamination. Analysis also noted that the following were also contaminated: upper case, lower case, display, display frame, display grommets, keypad flex cable, main seal, insulator label, four display frame screws, and three main pcb screws. All found defective parts were replaced and the firmware was updated. The output connector and encoder assemblies were replaced as preventative measures. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg was returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.